Event description:
Boston scientific crm received information that the patient with this pacing system developed an infection. The system will be explanted. No other adverse patient effects were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that the pulse generator was in back-up mode. An attempt to perform a download failed. The device was explanted.

Manufacturer narrative:
The pulse generator was received in bvvi mode most likely due to an unsuccessful download in the field using implantable cardioverter defibrillator (ICD) software. The correct software was downloaded. The device was then exposed to extensive testing, and the bvvi condition did not recur. Normal device function ensued.